Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the patient's leads were fractured and the other had impedance issues. Surgical intervention was undertaken, and the leads were explanted and replaced.